Manufacturer narrative:
No button response due to corroded keypad traces. The insulin pump was received with cracked display window corners, reservoir tube, reservoir tube lip, broken belt clip slot and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the up arrow button was unresponsive. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.